Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx was failing op check for failure to obtain ECG. There is no indication of patient involvement.